Event description:
Related manufacturer reference number: 2017865-2022-41994. It was reported that the patient had their implantable cardioverter defibrillator(ICD) explanted and the right atrial(ra) lead capped on (B)(6) 2022. The ICD and ra lead were replaced. No patient condition was reported.

Manufacturer narrative:
Correction: please retract this report, the same issue was previously reported in 2017865-2022-41241.